Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to depleted batteries. The device performed to specification. The returned batteries were scrapped and the customer received new batteries. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.